Manufacturer narrative:
Qn#(B)(4). DHR review could not be reviewed as the lot/serial number was not reported. The ez-io 15mm needle, 9018-vc-005, was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the patient unfortunately is deceased and the io was disposed of in the sharps container. The issue was after insertion, the trocar would not separate from the catheter, therefore we could not connect fluid. The io was removed and a new one initiated with no difficulty.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient unfortunately is deceased and the io was disposed of in the sharps container. The issue was after insertion, the trocar would not separate from the catheter, therefore we could not connect fluid. The io was removed and a new one initiated with no difficulty.